Event description:
On (B)(4) 2013, the following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the pt slid off of the mattress onto the floor. There was no injury to the pt. The nurse reported that the bed frame was not an arjohuntleigh product and could not remember who the MFR of the bed frame was, but the alarm on the bed frame did not sound when the pt slid off of the bed. A pt exit from a bed may potentially result in a death or serious injury. Therefore, this event is reportable.

Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site (B)(4). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. (B)(4). Additional information will be provided upon conclusion of the MFR investigation.